Event description:
Related manufacturer reference number: 1627487-2022-03401, 1627487-2022-03403, 1627487-2022-03404. It was reported that the patient experienced ineffective therapy. As such, the entire system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.